Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who lived in (B)(6) and was treated with lioresal intrathecal (250 mcg/ml; dose and lot number unknown), hydromorphone intrathecal (5000 mcg/ml), clonidine intrathecal (75 mcg/ml), and ropivacaine (2.5 mg/ml). The event occurred during a procedure. When replacing the pump due to eri (elective replacement indicator) on (B)(6) 2016, the drug could not be withdrawn from the catheter. The patency of the catheter was not certain, so the decision was made to replace the catheter. A purple needle was placed into the cap port of the old pump prior to removing it for replacement in order to remove fluid from the catheter. Once this could not be achieved, the catheter was disconnected to see if the drug could be removed directly from the catheter. Again, no drug could be removed. The catheter was removed and tissue was observed at the tip. As a result, a new catheter was used. As of the date of this report, the issue had resolved and the patient¿s status was ¿alive ¿ no injury.¿ the patient¿s medical history, additional medications taken at the time of the event, indication for use, cause of the event, and interventions taken was not provided. Should additional information be received, it will be reported in the form of a follow-up report. Additional information was received from a company representative. The pump indication for use was pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.